Event description:
At 1 year after the primary, the patient came in reporting pain in the knee and the cause of the pain is unknown. The surgeon revised all components to competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 december 2021. Lot 2000482: (B)(4) items manufactured and released on 27-apr-2020. Expiration date: 2025-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot. 2000434. Batch review performed on 03 december 2021. Lot 2000434: (B)(4) items manufactured and released on 12-march-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 2000578. Batch review performed on 03 december 2021. Lot 2000578: (B)(4) items manufactured and released on 16-apr-2020. Expiration date: 2025-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.